Event description:
The customer reported that their AED is displaying a service code warning for replace battery pack. The customer replaced the battery pack, performed a self-test of the device, and the AED functioned as designed without any service code warning. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED is displaying a service code warning for replace battery pack. The customer inserted a replacement battery pack into the AED, performed a self-test of the device, and the AED functioned as designed without any service code warning. The maintenance schedule is not reported. Analysis of the log files from the AED showed that the customer was running excessive amount of self-tests, which depleted the battery pack and reduced battery life expectancy. The customer was advised that the depleted battery pack should be removed from service; it will not be returned to the manufacturer for further evaluation. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.